Manufacturer narrative:
No other complaints received on this lot# on a total of 10 broach handles manufactured with lot# 15ae004. After receiving the h-max broach handle involved in the intra-operative issue (enztec is the final manufacturer of the instrument), we internally performed a functional test in order to verify if the disconnection of the handle from the broach reported to lima corporate was related to the handle, to the broach (not returned to lima corporate) or to the combination of both. Instruments used during the tests: h-max broach handle - code 9095.11.002 v.00, lot# 15ae004; h-max broach #15 - code 9042.05.150, lot#18ar01b picked up from hq warehouse (broach involved in the intra-op issue was not returned to lima corporate). Results: the "new" h-max broach has been locked between two pcf20 / 30 blocks that simulate bone density: stability test between the rasp and the broach handle was ok. Then, a series of attempts to simulate the rasp extraction as per intra-op issue were done. Again, handle never disconnected from the rasp. According to the functional tests performed with the broach handle received, we can reasonably assume that the disengagement experienced intra-op was mostly related to the broach rather than to the broach handle. Moreover, a suboptimal use of the instrument during the daa (direct anterior approach) used to perform the hip replacement could have contributed to the event. No disengagement between broach and broach handle experienced even by performing additional tests with the use of a big mallet (bigger than a standard one) confirming that the tightness of the coupling between the two instruments is guaranteed if a compliant rasp is used. In march 2018 enztec, has final manufacturer, introduced a dwg modification by creating a new version (v.01) of the instrument. The v.01 instruments have a lever arm extended compared to the previous version that guarantee an improved coupling stability. No complaints received on the 01 version. Lima corporate will continue monitoring the market in order to promptly detect any other similar issue.

Event description:
Intra operative malfunction of a broach handle - code# 9095.11.002, lot# 15ae004 - experienced during a hip surgery performed on (B)(6) 2017. According to the info reported, the broach handle disconnected from the broach when removing broach (no info about code and lot#) from femoral channel. Surgery time prolonged of 25 minutes. Event happened in (B)(6).

Manufacturer narrative:
No other complaints received on this lot#. Enztec is the final manufacturer of the instrument involved. We will send a final emdr once the investigation will be concluded.

Event description:
Intra operative malfunction of the broach handle - code# 9095.11.002, lot# 15ae004- experienced during a hip surgery performed on (B)(6) 2017. According to the info reported, the broach handle disconnected from the broach when removing broach from femoral channel. Surgery time prolonged of 25 minutes. Event happened in (B)(6).